Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic peripheral angiogram. Reportedly, after knot tightening, it did not look like the suture remained in the artery, may have disengaged. Another proglide device was attempted; however, after the suture was trimmed, there was still brisk blood flow. A 6f sheath was inserted and blood was oozing around the sheath. Manual arterial compression was used to achieve hemostasis. Protamine was given as physician's standard practice. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.